Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged congestive heart failure and bronchitis. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged to congestive heart failure and bronchitis related to a bipap device's sound abatement foam.the reported event of having congestive heart failure and bronchitis was reviewed by the pms clinical expert. This event is assessed as not related to the device in this case.the medical intervention that the patient received in response to the event is currently unknown. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the soundabatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging anissue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged congestive heart failure and bronchitis. There was no medical intervention required by thepatient. The reported event of congestive heart failure and bronchitis and its reported severity was reviewed by the manufacture's clinical expert.this event is assessed as not related to the device in this case. Based on the available information, the manufacture concludesno further action is necessary. The device has not yet returned to the manufacturer for evaluation. The patient has swapped out the device at the distributor and at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Sections b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction.